Event description:
A malfunction was reported when the pump got wet. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections as a backup therapy.